Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, they could not locate the foley balloon via ultrasound. The physician decided to deflate and remove the balloon, but had a hard time doing so. The physician used a guide wire (manufacturer unknown) to puncture the balloon to deflate it and then he removed it. The physician completed the procedure with another of the same device with no patient complications and the patient is fine. It was reported in 2009, that the physician said the patient was in and out of retention. The patient is still experiencing swelling in his prostate, and still has bleeding. The physician is going to try to remove the foley catheter the following day.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.